Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that at 38 degrees the overtemp light comes on. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.